Event description:
It was reported that the implant was defective and caused patient to get an infection.

Manufacturer narrative:
Pending addtional information from the dentist. Will update MDR when information is received.